Event description:
This may be a duplicate complaint, voluntary medwatch received from FDA and reporter has requested anonymity. Same case as 6000093-2004-01273. It was reported that after a coronary drug eluting stenting procedure sub-acute thrombosis occurred. Per medwatch: "the pt had two taxus stents placed in the rca at another hospital for angina symptoms, approximately 1 month prior to presentation at company's hospital. [Text censored] as well for 2 weeks, but following this [text censored] developed angina on minimal exertion and in the mornings had rest angina. [Text censored] was taking asa, clopidogrel and coumadin - the latter for dvt prophylaxis - [text censored] presented to the clinic and was admitted [text censored] with a diagnosis of unstable angina. [Text censored] was treated with IV heparin for 3 days while [text censored] angina resolved approximately 1 day after starting intravenous heparin. At cardiac catheterization one of the two stents was sub optimally expanded in the distal half of the stent on examination with intravacular ultrasound. This required another procedure for dilation of the stent. We presume that poor stent expansion on deployment at [text censored] original catheterization lead to sub-acute thrombus of the stent that resolved with IV heparin therapy. This may be more of an issue with these stents as they are more difficult to visualize on fluoroscopy than other stents making the positioning of a balloon for high pressure dilation after deployment more difficult. The pt did well without any further adverse sequela."